Event description:
The device was used during colon procedure. Reportedly, the instrument did not cut or coagulate. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.